Event description:
It was reported that the patient experienced prolonged low blood glucose after a g7 sensor became disconnected, requiring replacement and re-pairing to the ilet, and the caregiver administered oral carbohydrates including soda and yogurt; the agent provided troubleshooting and education on correct sensor change and pairing. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no medical intervention. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed the cause of the hypoglycemia was unclear, and no device alerts or alarms were reported. It was concluded that the event was user-managed with education provided and no further clinical care required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.